Event description:
Healthcare professional later reported "leaking at the edge of the valve" and "hole on valve side". The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/valve leak and/or damage: observed, opening on anterior side assessed, as unidentified (tear) opening (shell thickness was within specification). No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, "leaking at the edge of the valve" and "hole on valve side". The device has been explanted.